Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value was 495mg/dl. Customer treated with injection and the blood glucose value went down to 453mg/dl. Customer alleged pump was under delivering due to bent cannula. Customer performed high pressure test and it passed. Insulin pump will not be returned for analysis.